Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: d8, d9, e2, e3, h3, h4, h6 corrected data: b5. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed that the foreign material in the channel was identified as a brush. However, we could not specify the cause of the material remaining from the obtained information. We could not obtain the answer on the reprocessing steps that were implemented by the customer, so it is unknown if there were any deviations from information for use (IFU) during reprocessing. No physical damage to the device was confirmed where the foreign material remained. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Event occurred during preparation for a diagnostic procedure.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope had foreign matter in the channel. The issue occurred during preparation for use. There were no reports of patient harm.